Manufacturer narrative:
(B)(4). Unit received with moisture damage at the electronic assembly noted. Unable to verify battery power loss alarm and low battery alarm due to moisture damage at the electronic assembly. Unable to perform displacement test and selftest due to moisture damage at the electronic. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. Timing was less than 8 hours from the low battery alert to the replace battery alarm. Customer stated this was the second occurrence of replace battery alarm in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.